Event description:
The implant broke on insertion at the hex and the remaining piece was discarded by the user facility. Follow up info indicates the surgeon did not use the tap, reason to which he attributed the event. The surgeon completed the case with another anchor. This device is used for treatment.